Event description:
It was reported that the customer was in the hospital for diabetes related incident. The nurse requested assistance in changing the basal rates, carbohydrates ratios, and insulin sensitivity. Troubleshooting was declined as customer stated that it was not the insulin pump the issue and she has been sick. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.